Event description:
Our rep is reporting that during a knee surgery, while using a scope sheath (batch # 05247), the pt's condyle was damaged. The tip of the scope sheath grazed across the bone causing a gouge when the surgeon was moving the instrument around for viewing. The surgeon shaved the bone in an attempt to remove and blend any sharp areas at the damaged site. No further remedial action was necessary and the case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Nothing has yet been received for eval. Upon receipt of the complaint device, an eval will take place. The results of that eval will be the subject of a follow-up report.